Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the returned device identified: creases, yellow particles in device outer surface and one linear opening. A leak test was performed which identified openings. A microscopic analysis was performed which identify: two openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: two openings striated assessed as surgical damage.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted..

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted.

Event description:
Additionally, healthcare professional reported deflation.